Manufacturer narrative:
The tech removed the solenoid and cleaned it, but the head was still getting stuck. The tech replaced the solenoid to repair the bed.

Event description:
Info received indicates the head section could not be raised.